Event description:
It was reported that when using the bd pyxis¿ es server pharmacy orders and patient information orders were delayed on health sight viewer. The customer informed that orders had not been crossing over for approximately 18 hours at the time of the call. Due to the prolonged delay in order transmission, all stations were placed on critical override.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the pharmacy orders were delayed. A technical support specialist verified that the interface was experiencing issues and coordinated with the local projects interface engineer. Upon connecting to carefusion coordination engine (cce), it was observed that a malware scan was actively running. The scan was stopped, and the logged in as the pyxis user to continue troubleshooting. Further investigation in the cce management console revealed that the cce services had stopped unexpectedly. The services were restarted, after which data flow resumed, confirming the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.